Event description:
Info received from clinical event summary report indicates that a pt was implanted with elevate on (B) (6) 2009, at her 3 mo. F/u visit was experiencing sui. At her 6 mo the sui was resolved with no intervention.